Event description:
The nurse reported that a pt had a tesio catheter in pt's femoral vein. The extension adapter was changed and that night pt was found at home in a pool of blood. The ems reported that the extension was "not there." The catheter had been in for 4-5 months. The pt expired on 2/4/2000.